Event description:
It was reported that the pump battery could not be charged despite attempting multiple times with different cables, adapters, outlets, and usb ports. Customer¿s blood glucose level ranged from 80-90 mg/dl. The customer reverted to an alternate method of insulin therapy.